Event description:
It was reported that a dual luer lock cap leaked during use. It was further reported that it appears as if the seal is not withstanding the pressure of the kidneys pushing urine down onto the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.